Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that there was an external paddle problem. The device was evaluated by a philips rse, and it was determined that the external paddles were faulty. The customer ordered a set of replacement external paddles. The device remains at the customer site, and no further evaluation is warranted at this time.